Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm tmicl12.1 implantable collamer lens, -8.5/+1.5/085 (sphere/cylinder/axis), into the patient's left (os) eye on (B)(6) 2019. Reportedly, approximately 1-month postop the patient has more cylinder than she started with. It was determined that the icl is sitting vertically in the eye. On (B)(6) 2020 the lens was repositioned. 1-week post-reposition, the uncorrected vision is 20/20 plano.